Event description:
The reporter called on behalf of her eight year old daughter, who had gotten the er1 message. While working with a lifescan rep on the telephone, it was determined that her daughter had been placing blood on the 'little dot' (test strip confirmation), instead of the correct pink area on the reverese side of the test strip. The lifescan rep reviewed proper testing procedures for use of the surestep meter and test strips.